Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient mentioned their first system was non-rechargeable and they replaced it with a rechargeable device because the first one wasn't working. Patient services asked what wasn't working. They said it wasn't doing what it was supposed to do it wasn't helping their symptoms. They did tests and it wasn't working. The doctor decided the system needed to be replaced. After they replaced the system it was doing what it was supposed to do. Patient services asked the patient when they noticed the issue started he said probably 2-3 months before it was replaced.